Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported positioning failure of inability to straighten the guide. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, steerable guide catheter(sgc) was inserted in the anatomy followed by insertion of mitraclip. Difficulty was encountered in straightening the sleeve of sgc. The device was removed from the anatomy and an attempt was made to insert it again through left femoral vein. Due to vascular tortuosity, this attempt was unsuccessful and the procedure was terminated. The mr remained unchanged post procedure.